Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device revealed the knob was broken. The knob did not fall off as reported. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that while implanting femoral component with femoral introducer, the lateral tightening knob fell off. No pieces broke off into patient, all pieces were recovered and surgery time was not extended as a result of any depuy product. No patient consequences reported.